Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to traet a 99% stenosed, tortuous lesion when the oad jumped through the lesion and became too close to the viperwire advance guide wire. The viperwire tip was sheared off. The viperwire tip was snared and removed. As a result of this event, a perforation occurred. The perforation was sealed naturally, and the patient was in stable condition.

Manufacturer narrative:
The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).